Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and vomiting. The customer went to her doctor for assistance, and the blood glucose reading was 512 mg/dl with ketones. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and displacement tests. It was reported that the high pressure test would be conducted at another time. Nothing further was reported.